Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Information required for the investigation was requested, but not provided.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Facility name - the full facility name was provided as (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for human chorionic gonadotropin (hcg) on an e411 analyzer. Roche markets two hcg assays, intact human chorionic gonadotropin + the beta-subunit and human chorionic gonadotropin stat (short turn around time). It was asked, but it is not known which assay was used in the event. The sample initially resulted as 4.3. The sample was repeated, resulting as 58956. The units of measure used were asked for, but not provided. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The patient was not adversely affected. The hcg reagent lot number and expiration date were asked for, but not provided.